Manufacturer narrative:
(B)(4).

Event description:
It was reported that this left ventricular (lv) lead had unacceptably high thresholds and high impedance. This lead was ultimately abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.